Manufacturer narrative:
Initial reporter's phone number: (B)(6). The date of manufacture was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device did not work. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device does not work was confirmed. An assessment was performed and found that the cable/cord/wiring was damaged. It was determined that this condition was due to false, defective cleaning and maintenance. The assignable root cause was determined to be component damage caused by user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.